Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mmx15mm nc emerge¿ balloon catheter was advanced for dilatation inside a birfircation stent. However, on the 1st inflation, the balloon ruptured. The device was removed completely from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 2mm distal from the distal markerband. Microscopic inspection of the markerband and tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mmx15mm nc emerge® balloon catheter was advanced for dilatation inside a birfircation stent. However, on the 1st inflation, the balloon ruptured. The device was removed completely from the patient. No patient complications were reported and the patient's status was stable.